Event description:
Clinical risk manager notified of two recent events in nicu with new pulse oximetry equipment in which the babies received burns to their feet from the device. Dates of use: (B)(6) 2016. Diagnosis or reason for use: pulse oximetry placed on infants on admission per protocol. Event abated after use stopped or dose reduced: yes.